Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver log was reviewed, finding no errors related to the complaint. Vibrator does work,it is felt (without intermittence) when receiver is turned on,when 'try it','fixed low' is done,and when vibrator was tested with communication tool. The receiver also passed the vibrator test. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.